Event description:
It was reported that the patient's ipg was inoperable due to a dead battery. Surgical intervention took place where the ipg was explanted and replaced. Therapy restored post procedure.

Manufacturer narrative:
It was reported to abbott, a patient underwent a battery replacement due to the device being inoperable. During the procedure 5 invalid impedances (4 low,1 high) were noted. The lead was left as it was. There were no other complications. Effective therapy was restored post op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue was unable to be conclusively determined.